Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition as two battery pins were found depressed and unable to rebound as designed. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "battery pins" which was observed during visual inspection. The cause was found to be fluid intrusion on the battery pins. The rear case was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer note was received with a spectrum pump stating "battery pins". There was no known patient injury or medical intervention associated with this event. No additional information is available.